Manufacturer narrative:
It was reported that left hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 48mm hemi head in search of complaints involving infection throughout the lifetime of the product. Similar complaints have been identified and this failure will continue to be monitored. As no device batch numbers were provided for investigation, a manufacturing record review, IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. The available medical documents were reviewed. The first revision: it cannot be determined to what extent the patients fall had on her pain and clinical status. The patient reported drainage and subsequent redness; however, it was later determined to be cellulits of her left anterior thigh. Although the intraoperative finding of cloudy fluid as well as the surgeon¿s reported finding of a frozen section consistent with infection, the infection is highly likely of an exogenous nature and there is no evidence that our product contributed to the infection. It cannot be concluded that the reported clinical findings were associated with mal-performance of the implant. The patient impact beyond the pain, infection, revision and expected transient post op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Additional information: d11.

Event description:
It was reported that left hip revision surgery was performed. (B)(6) 2011 patient complained of left hip and groin pain as well as cracking with range of motion. Her sedimentation rate and c-reactive protein values were elevated and it was suspected that her left hip prosthesis was infected. Head and sleeve removed, acetabular cup and femoral retained.